Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative. Caller mentioned dbs turned off on "easter sunday we believe or thereabouts". Caller stated patient went to neurologist yesterday and they discovered patient was having horrible symptoms. The healthcare provider (hcp) office determined the dbs got turned off. Dr turned dbs back on and dr got on the phone with the manufacturer representative (rep) and told caller to call medtronic to get a patient programmer. Caller stated dr did not know why the dbs was turned off and states patient states every other day and they could see on the computer that patient was charging it. Caller states dr said it could of been emi from a security system or something but they dont know why the ins shut off.